Event description:
Due to the fact that mandatory reporting is not applicable, we, the surgical company (B)(4)., doing business as the (B)(4), FDA, decided to use this 3500 form. Email: (B)(6). (B)(6), director raqa, the (B)(4). The surgical company (B)(4). (Further the (B)(4)) received complaint # (B)(4) from customer stryker medical, (B)(4) (further stryker). They received a complaint that originated from (B)(6) medical center. This complaint was filed in our system as (B)(4). Text below that is quoted in italics ("italics") originates from stryker. Complaint summary: "it was reported that a pt was undergoing cardioversion therapy while using a mistral air 3320 blanket and received burns. The pt received 1st and possibly 2nd degree burns around both electrodes. No medical intervention was required." The used blanket was not available; the hospital discarded the blanket. The cardioversion device used was a lifepak 15. During the therapy, the reflective layer of the (B)(4) was erroneously put on the skin of the pt instead of the blue side of the blanket. Furthermore, the blanket was erroneously put over the electrodes of the lifepak 15.